Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the electrode belt failed a full belt test. The cause for the failure was isolated to short within the cable connecting the distribution node to 'ECG c' and 'ECG d'. The root cause for the short in the cable could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt (B)(4) and reported that failed incoming functionality testing.